Event description:
During a laparoscopic assisted vaginal hysterectomy and bilateral salpingo oophorectomy a CT vicryl needle broke in half. Needle identified and was retrieved. No injury or patient harm during surgical procedure.